Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor replacement did not initially pair with the ilet bionic pancreas, and pairing was achieved after toggling the ilet cgm setting, after which glucose values appeared showing a blood glucose peak of 181mg/dl. No associated clinical signs, symptoms, or conditions were reported. Outcomes included successful pairing of sensor without alerts, alarms, or need for medical care. User support included troubleshooting and user education performed remotely. Investigation of this case revealed a sensor-to-pump pairing failure followed by successful reconnection and calibration, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and transient pairing process factors.